Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On (B)(6) 2022, it was reported by a distributor via phone that a ar-3638h fibertak anchor would not fixate. This occurred on (B)(6) 2022 during a hip labral repair when the anchor was attempted to be implanted. They were unable to get fixation, it was attempted in multiple different positions. The team switched to another ar-3638h and the case was completed with no patient effect reported.